Manufacturer narrative:
(B)(6). Results - bd received 2 samples from the customer facility for investigation. One with the additive and one without. The samples were evaluated and the customer's indicated failure mode for missing activator with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for missing activator was not observed. A qn had been raised during this production run when a tray of 300 tubes had been found with no silica coating. Conclusion - the most likely root cause for this defect, is that an additive spray nozzle had become occluded delivering varying levels of additive into the tube until it final became blocked. The dispense nozzles are automatically washed at frequent intervals in an effort to prevent the buildup of additive on the nozzle tip and hence blank tubes. The fact that this washing process occurs quite frequently will minimize the impact of this issue and ensure few tubes are affected.

Event description:
It was reported that the clot activator was missing in a bd vacutainer®sst¿ ii advance tubes. No injury or medical intervention reported.